Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set had a broken hub and exhibited needle retraction failure, this led to a leak. No serious injury, exposure of mucous membrane to blood borne pathogens, or medical intervention was reported.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to IV needle retraction and lock-out as all samples met specifications. Furthermore, no damage to the hub or identification of leakage was observed during analysis. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the retain samples, the customer¿s indicated failure mode for hub breakage/leakage with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The retained product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer push button blood collection set had a broken hub and exhibited needle retraction failure, this led to a leak. No serious injury, exposure of mucous membrane to blood borne pathogens, or medical intervention was reported.